Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was unloaded from the instrument without difficulty. A piece of the suture was removed from the jaws. The reload was loaded into a representative instrument. The interlock was overridden and the reload was cycled. The remaining piece of the suture became loose and was able to be fully removed. The interlock was overridden, the reload was cycled without hesitation or binding and was applied to test media. The test media was transected. The reload interlock was tested and found to function properly. It was reported that the staple hang-up and the staple line was incomplete. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap (lot#p2m0203). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic area resection, the two pulmonary veins were processed in batches, so they were deployed through a suture, then they were separated using the corresponding product. When releasing the opening of the needle after the needle was completed, the suture was caught at the root of the cartridge's opening needle, so it could not be released. Although the suture was removed by cutting it off with a pair of scissors, it was confirmed that, within a few millimeters of the separated blood vessel, the distal side of the cartridge was not stripped. The suture was wrapped up, pulled up to the root of the anchor, and fixed to both the staple line and the root of the anchor. When the cartridge was removed, the suture was fixated to the staple line and pulled and released in such a way that a portion of the distal staple was removed, so there were no staples in some of the blood vessels. A transition from laparoscopic surgery to thoracotomy was performed to stop the bleeding, and the operation was completed.